Event description:
It was reported that the patient presented for an implant procedure. It was noted that there was inadequate insertion of the lead in the header of the pacemaker. The pacemaker was not used and was replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of not possible to fully insert the lead into the device connector was confirmed. Analysis revealed the setscrew was down in the connector port blocking lead insertion. When the setscrew was retracted from blocking the port full lead insertion could be achieved. No device anomalies were found. The user¿s manual states to retract or back out the setscrew for lead insertion problems. This was not done by the physician. This is a user related problem.